Event description:
It was reported that the device had failed leak down test. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report.investigation summary:stated ¿failed leak down (test)¿ issue was confirmed functionally. Device was opened and the leak was isolated tothe nano assembly.- supplier issue - nano assembly is defective.- fl report to be uploaded to salesforce.this report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicingper 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.